Event description:
It was reported that a pt underwent a knee arthroscopy on (B)(6) 2010 and suture was used. Three weeks after the procedure, the pt developed local reaction with inflammation, red itchy areas and non-healing wound. The pt was treated with steroid dose pack without much relief and the pt continues with blotchy areas remote from the incisions.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.